Event description:
It was reported that during dialysis, the blood leakage was found near the bifurcation of the catheter. It was further reported that a crack was found near the bifurcation of the catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage is confirmed and the cause appears to related to the manufacturing process. One 15 cm vas-cath flexicon ii was returned for investigation. Evidence of use was observed throughout the catheter. Sutures were present on the green securement wing. The lumens were flushed with water using a 12 ml syringe and a leak was observed at the distal end of the bifurcation hub. Microscopic observation of the leak location revealed catheter damage. The depth of the damage surface is deeper near the hub and appears to be rough on the outer edges. Photos of the sample were forwarded to the manufacturing facility for further evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that during dialysis, the blood leakage was found near the bifurcation of the catheter. It was further reported that a crack was found near the bifurcation of the catheter. There was no reported patient injury.